Event description:
Cardiologist was performing right heart catheterization: inserted catheter, inflated balloon to manuever catheter into vena cava, needed to deflate balloon, balloon would not completely deflate, finally used a large syringe to deflate balloon. Procedure was successfully completed utilizing a different catheter.